Event description:
It was reported to siemens that an adverse event occurred while operating the naeotom alpha CT system. A 60-69-year-old female patient was planned for two scans (head and thorax/abdomen). The patient was positioned with feet first and was instructed by the operator to have both arms crossed over the body. After the head scan, without the knowledge of the operator, the patient lowered her arms to the sides of the body. During positioning of the second scan, the patient¿s finger was pinched between the tabletop and its cover. As a result, the patient suffered an abrasion to the finger. The patient was treated with minor first aid and no further medical intervention was necessary.

Manufacturer narrative:
Siemens has completed an investigation of the event. An evaluation of the system revealed that the gap dimensions of the patient table have been investigated and found within specification. According to the owner¿s manual (instructions for use), it is recommended to place patient's arms on their body and to use positioning aids when necessary and to observe the patient during all system movements and to press the stop key in urgent situations. Based on available information the system worked as specified. No further measures are deemed to be necessary.